Event description:
It was reported that "helium loss- red alarm. Balloon inflated 5ish times-alarmed then stopped. Attempted to switch console- same error. Attempted to switch the helium tank - indicated was low but not empty. New iab opened - inserted- worked properly. Accessed old balloon outside of body- would not hold air". No patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.